Event description:
Customer reported low blood glucose reading of 46 mg/dl and stated that they have treated with lunch and orange juice. Customer also stated that the screen was frozen and would not let her press reconnect old sensor. Customer then mentioned receiving a sensor end alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.